Event description:
The international customer reported the ventilator screen went black and there was an odor of overheating. The customer reported the unit would then not turn on. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service technician reported confirmed the unit would not turn on. The service technician reported a capacitor failure on the motor controller pcb board. The service technician replaced the motor controller board and the power supply to address the reported problem and findings. Final testing was performed per operating specifications.